Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an unspecified scope error during a diagnostic colonoscopy procedure during sedation while the device was inside the patient involving an olympus colonovideoscope. The procedure was completed using a same device. There was no patient injury reported.